Event description:
During an arthroscopic repair, the physician drilled into the pt's bone using a drill-tipped passing pin. The physician reportedly over-drilled the hole which caused the drill tip to break. The broken tip was removed from the pt. An x-ray image intensifier was used to confirm no device fragments remained in the surgical site. The procedure was completed and no pt complications have been reported.